Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a misload was identified under fluoroscopy. Subsequently, a new valve was loaded. Upon the attempted implant of the second valve, a complete heart block (chb) occurred upon the device entering the left ventricle when passing through the native aortic valve. Temporary pacing was utilized to address the chb, and the temporary pacemaker remained in the patient following the conclusion of the procedure. Per the physician, the patient's severely stenosed aortic valve contributed to the chb. Additional information was received that the misload was attributed to a new valve loader. After the misload, the new valve was loaded onto a new delivery catheter system (dcs). Per the physician, the dcs did not cause or contribute to the chb.

Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heartvalves). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a misload was identified under fluoroscopy. Subsequently, a new valve was loaded. Upon the attempted implant of the second valve, a complete heart block (chb) occurred upon the device entering the left ventricle when passing through the native aortic valve. Temporary pacing was utilized to address the chb, and the temporary pacemaker remained in the patient following the conclusion of the procedure. Per the physician, the patient's severely stenosed aortic valve contributed to the chb.